Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s (pt) implanted neurostimulator (ins) takes a long time to charge if it connects at all, and that this started about a month ago. Pt say¿s "sometimes it works but it has to be right on the spot for it to do anything, and it took 4 hours to charge 2 days ago". Pt says they called their manufacturer representative(rep) about a week ago and were told to call patient services (ps). Pt says rtm heats up a lot. They said a couple pins in port of controller look darkened out. The issue was not resolved. A replacement controller was requested. Additional information was received from the patient on 2022-aug-23. Pt called back stating they only received the controller but pt was expecting both controller and recharger. Reviewed only controller was ordered. Pt said they tried using the recharger with the new controller and still did not resolve the issue. Sometimes it worked and sometimes pt got no device found. Pt was not able to charge. Recharger also heats up. An email was sent to repair to replace the recharger.